Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trail of a lutonix balloon, that approximately five months and twenty-two days post the pta procedure, the patient had decreased flow rate on the access circuit. It was also reported that stenosis was identified on the target lesion and also a new lesion was identified. The reported event was not related to the device or procedure. The patient underwent a pta procedure as re-intervention for the stenosis. The current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial ((B)(4)) that sometime post a percutaneous transluminal angioplasty procedure by using lutonix catheter on the right upper arm for cephalic vein target lesion stenosis, the subject had an adverse event of decreased flow rate on the access circuit. It was also reported that stenosis was identified on the target lesion and also a new lesion was identified. The reported event was not related to the device or procedure. The patient underwent a pta procedure as re-intervention for the stenosis. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #, medical device model #), g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.